Event description:
The contact stated the customer's blood glucose was tested and the reading was 20 mg/dl. An ambulance was called and the customer's glucose was actually in the 500's (mg/dl). No other information was provided about the event. While troubleshooting, the customer performed normal control tests and received a result of "lo". The normal control range is 75-108 mg/dl. The test strips are to be returned for evaluation, and replacement strips will be sent.